Event description:
Technician did not follow the instructions outlined in the dimension operator's manual for the routine operation of the instrument and had the interlock key in the override position. Tech opened the lid to add a qc sample and the imt probe caught their glove and cut their finger. The wound to the right index finger was cleansed with antibacterial solution and wrapped. ER phsician started the tech on a 30 day regimen of an antiviral medication for hiv and hepatitis.